Event description:
It was reported that the patient was switching from the mobile power unit (mpu) to battery power when the received a power cable disconnect and low voltage alarm. They switched back to the mpu and the power cable disconnect alarm still persisted. The patient then switched back to battery power and both the low voltage and power cable disconnect alarms continued. The patient presented to clinical for further interrogation. During the visit the patient was switched to the power module and the white cable was reading power cable disconnect. Log files were downloaded and sent for evaluation. The event log file contained a few events where the relative state of charge (rsoc) values on both power leads were reduced significantly while connected to mpu power. A voltage reduction did not occur during these events. A similar condition was observed when the white power lead was connected to the power module. There were no issues recorded while on battery power. The system controller was exchanged, and the alarms did not occur again.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to various power sources on the heartmate 3 system controller was confirmed via the submitted/downloaded log files and evaluation of the returned system controller. Data from the downloaded controller event log file spanning approximately 2 hours (28may2025 9:07:19 to 11:15:03 per timestamps) was reviewed. Throughout the log file, atypical intermittent power cable disconnect and low voltage advisory alarms were captured due to the relative state of charge (rsoc) on the black power cable fluctuating below the alarm threshold. On (B)(6) 2025 9:07:30-9:23:15 the log file captured intermittent low voltage hazard and power cable disconnect alarms while connected to the mobile power unit due to both power cables rsoc voltages dropping below the alarm threshold; the black power cable disconnect alarm resolved at 9:23:10 and the white power cable disconnect alarm resolved later at 9:23:15. More irregular power cable disconnect alarms are observed while connected to li-ion batteries at 9:23:58 as well as intermittently from 11:10:01 - 11:15:03. The alarms resolved each time when the rsoc voltage returned to the expected range. On (B)(6) 2025 at 12:08:07, the driveline was disconnected, shortly after both power cables were disconnected, and the system controller was shut down. This series of events is consistent with the reported system controller exchange. The atypical power cable disconnect and low voltage alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned controller, serial number (B)(6), was connected to a mock loop, system monitor, and power module. A power cable disconnect alarm on the white power cable was reproduced. The resistances of the underlying wires were measured and the brown wire in both power cables, associated with the rsoc voltage signals, was observed to be an electrical open loop when manipulated. Provided information states that no further alarms have been noted after the system controller exchange. The root cause for the irregular power cable disconnect and low voltage advisory alarms were determined to be due to the broken brown wire in both power cables; however, root cause for the damaged wire was not conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.